Manufacturer narrative:
Zoll has not received the lifeband for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.

Event description:
As reported, during the training with a mannequin, the lifeband (lot # unknown) was twisted and required replacement. In addition, during the lifeband removal, the lifeband clip has broken. After the lifeband was replaced, the autopulse platform (B)(4) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large), (ua) 02 (compression tracking error), and (ua) 18 (max take-up revolution exceeded) error messages. No patient involvement. Please see the following related MFR reports: MFR 3010617000-2021-01050 for autopulse platform.